Event description:
It was reported that during the replacement of the air water filter on the endoscope reprocessor, water was found inside the filter, and after draining the water and tightening the filter, water back flow occurred. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the water backflow was unable to be confirmed. The definitive root cause of the backflow could not be determined. It is possible that moisture in the air may have condensed from the air conditioner, compressed air, or water intruded from the hose of the air channel. Olympus will continue to monitor field performance for this device.